Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: an unspecified readings issue was reported with use of the adc device. The customer received "incorrect glucose readings", and it is unknown whether the customer noted a trend arrow on the device. No patient consequences or third-party treatment was reported. Adc customer service successfully contacted the customer, and the customer reports the issue has been resolved and a replacement sensor was received. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.